Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for a ventricular tachycardia (vt) of 151 beats/minute. One atp burst was delivered which accelerated the rhythm into a higher vt zone at 170 beats/minute. A second burst of atp then converted the rhythm. The ICD remains in service and no adverse patient effects were reported.